Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in a somewhat tortuous rca, the maverick2 monorail balloon was suspected to have ruptured at 16 atm's on the fourth inflation. (All four inflations were to 16 atm's.) The patient was asymptomatic during this event. A bmw guidewire (size unknown) and a zuma2 guide catheter (size unknown) and a UK inflation device were also used in this case, but the type and size of introducer sheath used is unknown. The procedure was successfully completed. Patient status is reported as "good"